Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced break in aseptic technique further described as area not clean before starting pd and reused equipment. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was break in aseptic technique. On an unreported date, the patient was treated with injection (inj) vancotroy (2gm stat, repeated after 7 days) and inj gentamycin (20mg, once daily for 14 days). The patient is recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.